Manufacturer narrative:
(B)(4). Pump passed the operating currents, self test and displacement test. No low battery alert and no blank display anomaly noted during test.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 79 mg/dl at the time of the incident. Troubleshooting was not performed. The insulin pump will not be returned for analysis.